Manufacturer narrative:
The sample was received and evaluated. The jejunal lumen is completely occluded. It was not possible to flush the decontamination solution through the jejunal lumen. The sample emits a strong odor. The outer wall of the tube exhibits ridges (blistering), along the jejunal lumen. The blistering occurs from the base of the molded head down the tube to the position of the secure lock ring. This is the portion of the device that would be outside the patient's body. Due to the total occlusion of the jejunal lumen, it was not possible to assess for leakage in the blistered area. The appearance of the sample is similar to a yeast or fungal attack on the silicone. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the first of two reports. Refer to 9611594-2015-00213 for the second report. The tube develops little blister-like or bumps throughout the tube and then starts leaking. The physician believes it could have something to do with how the family is caring for the tube but the family states they are doing as instructed. The tube was originally placed in (B)(6) 2015 and the first incident occurred and the tube was replaced (B)(6) 2015. Now, the second incident occurred and it was replaced today on (B)(6) 2015. No injury reported.